Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly eleven pcu modules did not turn on due to unresponsive keypad, and therefore, assy front case keypad will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported complaint of not powering on due to unresponsive keypads was confirmed and replicated on 9 out of 11 during functional testing. 2 of 11 returned keypads successfully powered on but were observed to have other unresponsive keys. Physical inspection noted the keypads were observed with signs of fluid ingress on the flex cable and dry fluid residue on the inner lower front case. During internal inspection, 11 out of 11 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. 9 out of 11 returned keypads failed the maintenance keypad test due to failing to power on the device. 2 out of 11 returned keypads failed the maintenance keypad test due to various unresponsive soft keys. The ac indicator light did not illuminate on 5 out of 11 keypads after plugging in the power cord and the system on key was not functioning as intended. The 6 keypads with the ac indicator light illuminating as expected were observed with the system on key failing to power on the device. 2 out of the 6 keypads were able to power on the device but various other keys were not functioning as intended. The proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15253021 service history record showed the device had a manufacture date of 02jul2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 16oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation

Event description:
It was reported that allegedly eleven pcu modules did not turn on due to unresponsive keypad, and therefore, assy front case keypad will be replaced. There was no reported patient involvement.